Event description:
It was reported by the surgeon that 8 out of 50 pt's experienced cellulitis following total knee procedures. The surgeon reportedly placed the pump either "subcutaneously or intra-articular". The surgeon reported that the pts were prescribed additional antibiotics and rferred to the infection control center. The surgeon stated he did not take any cultures, and could not verify if infection control did. The surgeon reported, "I do not know specifically that the pump was the cause of the cellulitis".